Event description:
A hosp endoscopy supervisor reported that loss of image occurred during a colonoscopy procedure. The case was completed with a second scope and there were no complications associated with the occurrence.